Event description:
It was reported that the patient¿s ilet pump experienced battery depletion, with the charge dropping below ten percent and failing to last a full day despite charging to full, consistent with a premature discharge of the battery in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. Engineering logs were downloaded and reviewed; logs did not indicate rapid battery discharge. No fault was found with the device.